Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an unknown procedure on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2016 due to unknown reasons. During the procedure, the packaging containing the cement powder was leaking. This resulted in a delay of procedure of ten (10) minutes. The procedure was completed with another package of cement.